Event description:
Parents brought in their (B)(6) son last night. The boy had suffered minor burns from a bedwetting alarm which had overheated during normal operation. Parents said that the alarm was new and received over the weekend and this was the first night it was used. The alarm had become very hot and the casing had deformed from heat. Parents took back the enuresis alarm. The child had very minor burns on his neck from skin contact with the enuresis alarm. We treated him and was discharged 30 minutes later. This is the third such case of burns with an enuresis alarm from the same brand that we have encountered.